Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was moisture in the battery compartment and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2017 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump. There was moisture corrosion found in the battery canister. A leak test was performed and a battery compartment leak was found. The pump powered on and displayed the verify screen; the auditory and vibration alarms functioned properly indicating there was power to the pump. No power loss was observed during testing. The allegation of a power issue was not duplicated during testing. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of further moisture ingress or damage to the power circuit was found. (B)(4).